Event description:
The patient reportedly experienced a decrease in performance. In 2005, the patient was seen by a company representative for device evaluation testing performed confirmed that the patient's device was functional. However, the decision was made to explant the patient's c1 device.